Manufacturer narrative:
In the previous report, the manufacturer had reported the case in relation with voluntary field safety notice / recall which has been corrected/updated in the current report. The manufacturer was contacted in reference to a ds2adv auto CPAP device. The manufacturer received voluntary medwatch (mw5150596). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device being overheated, burning smell and device "quit working". There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h (product problem code) has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5150596). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device being overheated, burning smell and device "quit working". There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.